Event description:
It was reported that a pt presented to the emergency room while having an episode of ventricular tachycardia. During the episode there appeared to be intermittent signal drop out, however, the device did deliver atp therapy. The pts condition is not known. The device was reprogrammed.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward.